Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.

Event description:
The customer reported the bottom broke after only 18 days of use. The device was replaced with a new one.

Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition reported. The device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Additionally no non-conformances were opened during manufacturing process. The lot, which was manufactured on march 24, 2022, met all defined requirements and was released. A gemba inspection was performed to review the manufacturing process. It was determined that the current process and controls were being followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could continue to trigger the reported condition. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. A corrective and preventative action has been opened to further investigate and address the reported condition. We will continue to monitor the process, customer complaints, and feedback notifications to detect any adverse trends that require immediate attention.